Event description:
This issue was identified during a proudct recall for traxis vue lot# 2010292. The traxis vue implant that was implanted did not have the radiogrphic markers for monitoring. The procedure was performed in 2005. There has not been any reported injury to the pt or revision surgery reported.